Manufacturer narrative:
Concomitant medical products: product ID: 8711. Serial# (B)(4). Implanted: (B)(6) 2008. Product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 06-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the issue was being reported on (B)(6) 2022 and the procedure for the pump and catheter explant was scheduled for (B)(6) 2022. The issue was not resolved at the time of report. Additional information received from a company representative (rep) reported that the explant has been postponed until (B)(6) 2022. No further information was reported. Additional information received from the company representative (rep) reported that the explant has been postponed again and explant date has not been scheduled.